Event description:
The customer contacted the siemens technical solutions center after obtaining discordant results on cardiac markers for three patient samples (sids (B)(6)). It is unknown if the discordant results were reported to the physician(s). The samples were repeated on an alternate dimension vista 1500 instrument and resulted as expected. During a review of the instrument files, it was discovered that patient samples for multiple patients tested for aspartate aminotransferase (ast), alanine aminotransferase (alti), alkaline phosphatase (alp), total protein (tp), albumin (alb), creatinine (crea), urea nitrogen (bun), glucose (glu), total bilirubin (tbil), direct bilirubin (dbil), calcium (ca), carbon dioxide (co2), sodium (na), potassium (k), chloride (cl), urinary cerebrospinal fluid protein (ucfp), creatine kinase mb isoenzyme (mmb), myoglobin (myo), creatine kinase (cki), amylase (amy), lipl (lipase), n-terminal probrain natriuretic peptide monoclonal (pbnp), and troponin (ctni) had been dispensed into aliquot wells that quality control (qc) material had already been dispensed into. It is unknown if any samples other than sids (B)(6) were rerun or if rerun results were reported to the physician(s). There are no reports of adverse health consequences due to the patient samples being dispensed into the same aliquot wells as qc material.

Manufacturer narrative:
Siemens healthcare diagnostics has investigated the incidence of patient samples being dispensed into an aliquot well that quality control or calibration material from a vista vial has already been dispensed into. It has been confirmed that the issue can occur on dimension vista instruments that use software versions (B)(4) during conditions requiring a system reset. Customers in the united states were sent an urgent medical device correction (umdc), umdc 13-49: dimension vista 500/dimension vista 1500 aliquot well double dispense in june 2013. The umdc instructs customers to check for pending quality control or calibration tests if the system requires a reset and if so, to restart the software prior to processing patient samples.